Event description:
The customer reported via phone call that the insulin pump alarmed button error and a button was not responding. Customer's blood glucose was in the 70 to 89 mg/dl range. At the time of this report, customer's blood glucose was above 300 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump passed the basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.